Manufacturer narrative:
The remote service engineer (rse) ordered a replacement v60 stand base assembly to resolve the mounting issue. Multiple good faith efforts (gfe) were attempted to obtain confirmation of part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not sitting right on the mounting bracket. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) ordered a replacement v60 stand base assembly to resolve the mounting issue. This investigation is ongoing.